Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed a21 test and self test. No unexpected a21 error alarm, a2 error alarm or reset alarm noted. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 156 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer stated that the display return. The customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm an a21. Customer's blood glucose was 156 mg/dl. The customer stated that temp basal was not programmed before the alarm occured. The customer stated that the alarm did not occured after inserting a new battery. The customer stated that the device would shut off to a blank screen immediately after. . The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.